Manufacturer narrative:
The insulin pump was unable to perform basic occlusion, occlusion, prime and no delivery test due to no button response. The insulin pump was received with no button response due to flattened esc button dome switch. Inspected connector on lcd and no unlock keypad connector. The insulin pump was received with minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a button that was hard to press. The customer's blood glucose at the time of incident was 438 mg/dl. The customer discovered that the cannula of their infusion set was bent. Troubleshooting was initiated for the keypad anomaly. No other buttons were hard to press except for the escape button. The customer did not mention any significant events leading to the keypad issue. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.